Event description:
It was reported that prior to a repositioning procedure for a competitor lead, the right ventricular (rv) lead was tested, and exhibited high thresholds and a loss of capture. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4076 implantable pacing lead - (B)(6) 2012, 1258t competitor implantable pacing lead - (B)(6) 2012. (B)(4).